Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a left heart catheterization in 2002 and following a rotoblator procedure in 2002. The pt presented to another facility emergency room five days post rotoblator procedure with complaint of bleeding from the puncture site. It is unknown what treatment was rendered. The pt was discharged from the emergency room. Two days later the pt was admitted to the reporting facility's ccu with large hematoma, groin pain, bleeding and fever. Blood cultures were performed and positive for gram positive cocci. Incision and drainage surgery was performed. The pt was discharged after a 17 day hospital stay. Although requested, no further info has come available.